Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was flexed and stretched. (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression. Also noted the lead was flexed.

Event description:
The leads were returned to the manufacturer with no information, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.